Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of liquid was noted on the pneumatic back-plane pc board. The pc board was cleaned and the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. There is no information on how the liquid entered the ventilator or what kind of liquid it was.

Event description:
It was reported that the ventilator failed safety valve and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).